Manufacturer narrative:
Images received: the images capture the euphora device with a detachment visible on the transition tubing. Stretching of the distal shaft is visible. It appears the detachment occurred just proximal to the guidewire entry port bond. As a result of the detachment the support wire was exposed. The distal end of the transition tubing appears to be jagged. The material immediately proximal to the guidewire entry port bond appears to be stretched. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a euphora rx balloon to treat a cx lesion with total occlusion. No damage was noted to the device packaging or issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. Pre-dilation was not performed in the lesion prior to attempted euphora use. The device did not pass through a previously deployed stent. Increased resistance was encountered as the device was advanced and the device failed to reach the target lesion. Excessive force used during attempted delivery. The physician encountered difficulty retracting the device and extra force was required. It was reported that the device was torn apart. It is reported that the a portion of the device was in the patient when the detachment occurred, however the detached portion was outside of the patient's body and it was removed as normal. It was reported that there was no negative impact on the patient as the device was torn outside the patient¿s body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.